Event description:
Rptr's first contact with pt was at 4 pm on 7/2/94, saturday. Rptr came into the room to put away some IV medications. The pt was awake and alert. Rptr re-entered the pt's room around 7 pm to administer his regularly scheduled medications when she noticed that his face was "pasty white" and his lips were blue. There was no rising and falling of the chest. Pulse and respirations were absent. She called another nurse to come to assist her in her assessment. There was no pulse, no blood pressure. Her first reaction was "why didn't the ventilator alarm go off". The green light was absent on the ventilator. She opened the panel of the control box and found the knob in the "off" position. The pt had a "no code" status. She notified her supervisor that the pt had no vital signs and that she found the control knob in the "off" position. His body was in a semi-sitting position (head of bed was elevated) and tilted toward the left side of the bed. Due to the unusual circumstances surrounding the pt's death, her supervisor wanted to notify her superiors on the proper course of action. This was very time consuming as it was a holiday weekend and very difficult to get in touch with people. Postmortem care was delayed due to notification of the familiy members and determining whether they wanted to view the body. The curtains were kept drawn and the door closed. Rptr came into the room only to care for pt's roommate.